Event description:
On (B)(6) 2009, pt reported there was condensation in the insulin cartridge chamber approx one month ago. She stated "it smelled like someone's dirty feet." Pt reported it did not smell like insulin or water. Advised infusion adapter should be changed every 10th insulin cartridge change. Pt stated she has not noticed condensation since. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.